Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During the case, surgeon implanted a reverse glenosphere. Threaded tip broke off inside the glenosphere. Surgeon proceeded with balance of the case.

Manufacturer narrative:
Reported event: an event regarding fractured tip involving a rsa glenosphere impactor was reported. The event was confirmed. Method & results: device evaluation and results: the device fracture initiated in fatigue. Fracture propagation and final fracture occurred in overload indicating that the part broke from multiple events. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there has been one other event for the lot referenced. Conclusions: the investigation determined the likely root cause of the fracture was due to fatigue and overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
During the case, surgeon implanted a reverse glenosphere. Threaded tip broke off inside the glenosphere. Surgeon proceeded with balance of the case.